Manufacturer narrative:
Analysis: the valve has not been rec'd in manufacturing. Without product return, review is limited and no results can be provided. Valve return from the user facility has been requested. A supplemental MDR follow-up report will be sent to FDA with results of device eval, if product is returned from the user facility. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Additional investigation by the rep with the hcp shows the reported event involved perivalvular leak. No subsequent pt complication has been reported. Conclusion: no product return; an exact cause has not been determined for the reported event.